Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This occurred in the therapy initiated on (B)(6) 2014, 21:54:37. During night drain cycle five, the patient's ultrafiltration reading was 842ml, indicating the home patient drained 842ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. The cause was determined to be a use error. The minimum drain volume percentage was set too low resulting in an incomplete drain. The homechoice apd systems trainer's guide provides the warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.